Event description:
Delayed (8 months later) subcutaneous and intradermal nodules at sites of cutaneous injection following injection of vollure and volbella fillers. Dose or amount: 1 ml, route: intradermal; 1 ml, intradermal. Date of use: (B)(6) 2017 (both). Diagnosis or reason for use: soft tissue augmentation. "Is the product compounded: no, is the product over-the-counter: no." Event abated after use: stopped or dose reduced: no."